Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse discovered disconnected tubing from the front blood detector to the blood sampling valve (bsv) at wire marker 3. The fse trimmed and replaced the tubing on the blood sampling valve (bsv), resolving the reported leak. The fse then performed verification of instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 20mls of blue colored fluid leaked underneath the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. There was no exposure to wounds or mucous membranes. The operator was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with the reported event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.